Manufacturer narrative:
The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump began to scroll without input and that the buttons became unresponsive when attempting to deliver a bolus. The blood glucose reading was 120 mg/dl. Customer stated that she had played tennis that morning but that the insulin pump had been in a pocket and not next to her body. Nothing further was reported.